Event description:
It was reported by service report that the foot end jack will not raise due to the jack being broken and the brakes will not engage due to a missing carriage bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.